Event description:
It was reported by the user facility that the flow reading on the flow sensor module showed slower than it should and fluctuated around. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) shipped a new flow sensor module to the customer.